Event description:
Patient sheet noted to have 6cmx6cm area of drainage on sheet, and pillow, nurse immediately kelly clamped the evd (external ventricular drain) proximally. Unknown amount of cfs (cerebrospinal fluid) found to be leaking from transducer - specifically at the connection between the bottom of the 3 green openings and the tubing headed to the buretrol, nsg to bedside, determined that the equipment was cracked, connections all secure. Transducer and buretrol replaced by night shift and nsg. Neuro exam on patient remained stable however they stated they were sleepier. Closer neuro monitoring required. Broken equipment saved in belonging bag and left outside of psm office.